Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2006, product type extension product ID 377845 lot# serial#: (B)(4), implanted: 2006-07-24 explanted: (B)(6) 2019, product type: lead. Product ID: 377845, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient ad an infection at the pocket site. The patient was admitted to the hospital and the system was explanted and discarded by the hcp. The issue was reported to be resolved. No further complications were reported.